Event description:
MRI scanner #2 broke during a scan of an adult patient under anesthesia. Multiple attempts to re-boot the machine failed. After an hour of unsuccessful re-booting, we transferred the anesthetized patient through the basement hallways to a different MRI scanner. This increased the length of time the patient was under anesthesia and posed additional risks for unplanned transport of patient under anesthesia. Per MRI chief technologist email response: "1. What is the model or serial number of MRI 2 scanner? Siemens medical system siemens skyra 3.0t. 2. What was the issue with the MRI 2 scanner that caused it to fail? Siemens field engineer determined the root of the problem was a com-com error. As with all computer systems, (if an error occurs or the machine freezes), the system needs to be rebooted to clear the error. Due to the mechanics of an MRI machine this reboot is a fairly lengthy process (up to 10 min to shut down and restart), when these types of errors occur, we are instructed by the siemens technical team to reboot the system and do a complete shutdown of the system to clear the errors. With the help of siemen¿s technical team they are able to remote dial in to the system and see what caused the error and if the unit is still functional. It was determined after several reboot attempts that it was in the best interest of the patient to move to another scanner to complete the exam, since the patient was under anesthesia. The patient was safely moved from (mr 2) to (mr 1) and scan was completed. 3. How often does MRI scanner 2 malfunction? As with all complex computer systems, software does occasionally freeze and need to be rebooted. Our systems are powered down each night, to allow any updates that are needed to occur. Current service log since january 2024 shows when calls were placed to siemens for issues, planned maintenance and siemens response to any issues that have been found. 4. Did MRI scanner 2 have all preventative maintenance up-to-date prior to this error? Preventative maintenance is routinely completed by set dates due to meeting the acr and jc requirements. 5. Is MRI scanner 2 within its useful life and not beyond any identified expiration date? Yes, scanner is maintained as per the manufacturer's guidelines to remain in compliance. I have a pdf for the MRI log available for review, but was not able to attach to report.